Event description:
Information received indicates the head end casters are slipping in brake.

Manufacturer narrative:
The technician found a missing hex nut bolt that connects from the hex rod to the brake steer shaft. The technician installed a new hex nut and readjusts the brake pads on both head end caster to repair the stretcher.